Event description:
It was reported that the right ventricular (rv) lead impedance was high. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d204trm, biv ICD implanted: 2013 (B)(6); 439678, lead implanted: 2013 (B)(6). (B)(4).